Event description:
While using a stryker instrument, (cup impactor), threads fell from end of instrument into wound, left hip. One piece was found. Substitute impactor was obtained and put in flash. The physician declined to have the instrument removed from the sterile field when asked by the rn. Defective impactor was used to put in implant while rn was putting instrument in flash. Rn asked dr if he wanted an x-ray done before closing wound, dr did not acknowledge question. Routine post-op x-ray done in pacu.